Event description:
It was reported that at the onset of pumping the pt, the pump experienced three consecutive system error 3 alarms. The pt was then transferred to another pump without any complications.